Event description:
Drain broke off when the tube was being removed from chest. This happened from a previous surgery. The customer wanted to know if it was x-ray detectable. Allegiance customer service comfirmed it was x-ray detectable. Lot # unknown.